Event description:
It was reported that a patient underwent a total hip arthroplasty in (B)(6) 2013 and suture was used. The suture was knotted with a needle-holder. The surgery was completed successfully, and the patient was discharged from the hospital. On (B)(6) 2013, the patient had a pus like pimple around the incision site. The patient went to the hospital and was diagnosed with a subcutaneous abscess. The doctor picked the pus and prescribed an antibiotic. The doctor is taking a wait-and-see approach on the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch elk742 mfg date: 10/01/2012, exp date: ni.batch emk440 mfg date: 11/01/2012, exp date: ni.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.